Event description:
Customer reported the charger sometimes required jiggling to connect to the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.